Event description:
It was reported that, the surgeon inserted an aq2010v silicone three piece lens but the lens misloaded. There was pt contact and the lens was cut out of the eye. Add'l info has been requested from the facility but to date none has been forthcoming. If add'l info does become available, a supplement medwatch will be sent.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn, with pieces torn off. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.